Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2024, the patient had blurry vision. The cgm was reading 226 mg/dl and the blood glucose reading was 39 mg/dl. The patient ate sweet foods and drinks. There was no information of further medical evaluation or intervention. At the time of the call the same day, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).